Event description:
The patient underwent a generator replacement and all values were within normal limits. The next day the patient was seen to have high lead impedance so x-ray images were taken and it was reported that everything looked fine on the images. The patient was then brought back into surgery and the lead pin was first reinserted but the impedance remained high. The generator was then replaced and the impedance was within normal limits. The suspect device has not been received by product analysis to date.

Event description:
An ap chest x-ray image was received and reviewed. The generator placement could not be assessed due to the view of the image provided. The lead pin was not fully inserted. The connector pin cannot be seen coming through the second connector block. The notches on the lead pin that are usually in the middle of the two connector blocks when fully inserted, are closer to the first connector block. The filter feedthru were confirmed to be intact. The entirety of the lead was not able to be visualized due to the field of view of the image provided. Therefore, no assessment could be provided regarding strain relief. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead in the chest. The cause of the patient¿s high impedance is due to incomplete pin insertion. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images.

Event description:
Internal data from the generator was received and reviewed.

Event description:
It was reported that high impedance was observed with a generator and troubleshooting was done. Further details later reported that the patient had their battery replaced without any issues. The next day high impedance was observed so the patient was brought back into surgery. High impedance was observed intra-op so the generator was replaced. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.